Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure on the cystic aorta, the device did not suture properly. The surgeon noticed that, the mid part of the clips remained open, while firing the device outside of the operating field. Another device was used to complete the procedure. No patient consequences were reported.